Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the insulin pump had a keypad anomaly. The customer stated that she was unable to press any button. Customer's blood glucose level was unknown at the time of incident. The customer could not recall any significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back up plan. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.